Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through a clinical research article, "separation of the modular howmedica segments was achieved easily with the morse taper distraction tools. This likely is attributable to the joining of dissimilar metals (ti/cocr), however, corrosion also was evident on the trunnion and socket in most cases."